Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this event occurred but was reported to have occurred in the general patient ward. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that a failure code 810:11, which was the last failure to occur prior to the device being sent for evaluation, will be chosen for the as determined problem. The cause of this condition was not identified. Air in line calibration was performed during initial testing of the device; however, no repairs were made to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Additional information: a service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.